Event description:
It was reported that multiple inappropriate shocks and anti-tachycardia pacing (atp) therapy were provided for supraventricular tachycardia (supraventricular tachycardia (svt) by this implantable cardioverter defibrillator (ICD). The patient was walking to the bus when the episodes occurred, and a gradual onset was noted. The ICD was reprogrammed to a higher vt treatment zone, and onset and stability feature was programmed. This ICD remains in-service. No adverse patient effects were reported.